Event description:
It was reported that the device exhibited a pm service and motor rate error code. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on 09-dec-2022 via email and attached to complaint object: the issue occurred prior to infusion. The date of the event was october 10, 2022. The product issue did not cause or contributed to any patient or clinical injury and no medical intervention was provided. H6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number: 6500.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H10: product is beyond six years from manufacture date of 2016-09 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no impact or corrosion damage present. Functional testing found lec 1861 error message displayed on startup - incorrect part installed by supplier for q22 on mp (microprocessor) board. The root cause of the reported issue was found to be supplier manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: corrected data b1, corrected data: corrected data b1-product problem.